Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis revealed that the device met specifications. The battery passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. No additional information will be forthcoming.

Event description:
Approximately one year and two months post hvad implantation, this patient reported battery switching that was able to be reproduced at the outpatient center. The batteries were replaced and are being returned to the manufacturer for analysis. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Devices remain implanted.